Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: evermedical co., ltd (B)(6), product specialist taiwan email - (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer. The reporter stated ¿chemo drug leaked from the air vent¿. The event occurred during infusion. That there was no concomitant drug and no concomitant device involved. There was no bleed back noted. That it was used for chemo and the the drug involved is an unknown chemo drug but it is not a bio-hazard. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Event description:
An update was provided stating that there was patient involved but there was no unprotected chemo exposure to the healthcare provider or patient. Additionally the chemo spill was cleaned up per facility protocol by a spill kit.

Manufacturer narrative:
Received one (1) used 011-c32029 ext set w/0.2 micron filter for inspection. The inlet and outlet filter vents were wetted out as received. The set was tested per product specifications. There was a leak from the outlet filter vent. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Additional information provided in b5 and d9 product received 9/28/2023.